Event description:
The pump was being replaced due to normal battery end of life (eol) depletion and elective replacement indicator (eri). The physician was also going to replace the proximal catheter. When they opened the pocket, they noticed the catheter was kinked and wound up in scar tissue. The initial plan was to just use the (B)(4), but due to the kinking they were going to replace the catheter with both the (B)(4). They attempted to inject dye, but it just collected by the kinking. There was no therapy issue prior to the surgery. The pump contained dilaudid and bupivacaine.

Event description:
It was later reported that a dye study was done. During the catheter replacement, no segments were left in the intrathecal space. In regards to the patient outcome, it was stated that no problems had been reported. If additional information is received, a follow-up report will be sent.

Manufacturer narrative:
Concomitant medical products: product ID: 8703w, lot# l69913, implanted: (B)(6) 1999, explanted: (B)(6) 2014, product type: catheter. (B)(4).